Event description:
(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. There is no implant/explant date. Device was neither implanted or explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. There were (B)(4) packages received with this complaint. All but (B)(4) were already opened and the screws were removed from the clips. However, the other (B)(4) were still assembled in the clip and the packages were sealed and unopened. The (B)(4) pieces were reviewed 100 percent and were all found to be incorrect. The label is correct, however as stated above, the clip is for a 4mm screw and the actual length of the lot is 5mm. Although the CAPA risk assessment calls for no CAPA to be opened, CAPA (B)(4) was opened to investigate some screw labeling clips that were packaged incorrectly using clips with the wrong number on them.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was noticed on an unknown date that the 5mm screws were in the screw holder marked as 4. Reportedly the screw heads were positioned in the upper part of the holder, when normally the holder is covering the screw head. There is no further information available at this time. This is 1 of 1 report for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Review of the DHR shows no complaint related anomalies. There is no indication in the DHR documentation that the incorrect clip was used.